Event description:
Upon servicing of the device at (B)(4) a colleague device experienced a fc 803:02. This event occurred during two-minute run test. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.13.92).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of failure code 803:02 was confirmed during device evaluation. The cause of the reported condition was determined to be defective pump head module. The phm was replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.